Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient returns for her pre-op visit. She has severe spinal stenosis at l3-4 in association with a degenerative spondylolisthesis as pre-op diagnosis. The patient underwent l3-4 posterior spinal decompression/bilateral medial facetectomies and foraminotomies. L3-4 posterior lumbar interbody fusion. Implantation of ray cages, two implants at l3-4. L3-4 posterolateral spinal fusion. Use of local bone graft/morselized bone graft. Pedicle screw instrumentation/nonsegmental instrumentation l3-4 using xia with a cross-link. Continuous emg monitoring of the bilateral l3 and 4 nerve roots. Per op notes, a 6-inch incision was then made from l2 to l4. The dorsal lumbar fascia was then incised bilaterally about the spinous processes. The lamina of l2, 3, and 4 were then cleared subperiosteally. Dissection was then taken lateral to the l2-3 and l3-4 facet joints exposing the transverse processes of l3 and 4. Lateral x-ray was taken to confirm its location. Decompression was taken out to the pedicles bilaterally. Medial facetectomies and foraminotomies were performed. After decompression discectomy was then performed through two posterior annulotomies. After discectomy a distraction plug was placed on the right side of the disc space to correct the spondylolisthesis while on the left side the canula was tamped into position, the hole was ream tapped, and then a 12 mm in diameter x 21 mm in length ray cage was implanted. This was then packed with bmp-soaked sponges and then the cap was placed. The distraction plug was then removed from the contralateral side and then the same size cage was placed in a similar fashion. This cage was also packed with bmp-soaked sponges and the cap placed. After placement of the second cage pedicle screws were placed. Pedicle screws were placed under direct visualization into the medial aspect of the l3 and 4 pedicles. After placement of the four pedicle screws lateral x-ray was taken to confirm appropriate length of the screws with appropriate placement of the cages within the disc space. All four screws were then stimulated and emgs were obtained and all four screws were above the threshold indicating placement within the confines of the pedicle. The lateral gutters were then exposed and the transverse processes of l3 and 4 were decorticated and previously harvested local bone graft was packed in the lateral gutters. Two rods were then selected, bent into lordosis, and then affixed to the previously placed screws. A cross-link was then applied. Excellent fixation was obtained. A lateral x-ray was then taken to confirm restoration of normal lumbar lordosis. A fat graft was obtained from the subcutaneous tissues and placed over the dura. Postoperatively there were no complications. On (B)(6) 2005 the patient underwent x-rays of the lumbar spine show the fusion at l3-4 to be coming along nicely. There is no evidence of loosening or failure of the hardware. On (B)(6) 2005 the patient returns for follow-up. She is three months status post l3-4 decompression and fusion for treatment of spinal instability at this level. X-rays of the lumbar spine show the fusion at l3-4 is definitely solid. There is no evidence of loosening or failure of the hardware. On (B)(6) 2006 the patient returns for follow-up evaluation. She is six months status post l3-4 posterior lumbar decompression and fusion. She experiences occasional residual lower back pain. Ap and lateral x-rays of the lumbar spine show the fusion at l3-4 is solid. There is no evidence of loosening or failure of the hardware. There is mild retrolisthesis at l4-5, below the fusion. (B)(6) 2006 the patient came for an office visit. Assessment: history of chronic low back with spondylolisthesis that required spinal fusion l3-4 (B)(6) 2006; patient presents with less than anticipated deficits for time frame and condition. Functional deficits related to standing, bending, sitting and am stiffness. On (B)(6) 2006 the patient came for an office visit with soreness all over body including abs and thighs after first visit. Assessment: history of chronic low back with spondylolisthesis that required spinal fusion l3-4 (B)(6) 2006; patient presents with less than anticipated deficits for time frame and condition. Functional deficits related to standing, bending, sitting and am stiffness. On (B)(6) 2006 the patient came for an office visit with a little more pain on my right side and leg. Assessment: history of chronic low back with spondylolisthesis that required spinal fusion l3-4 (B)(6) 2006; patient presents with less than anticipated deficits for time frame and condition. Functional deficits related to standing, bending, sitting and am stiffness. On (B)(6) 2006, (B)(6) 2006 the patient came for an office visit saying that she feels she is making progress, with decreasing pain and less stiffness in her back. Assessment: history of chronic low back with spondylolisthesis that required spinal fusion l3-4 (B)(6) 2006; patient presents with less than anticipated deficits for time frame and condition. Functional deficits related to standing, bending, sitting and am stiffness. On (B)(6) 2006 the patient returns for follow-up evaluation. On (B)(6) 2006 the patient came for an office visit. Assessment: persistent functional deficits in standing walking greater than 15 m inutes, repetitive bending with some subjective improvement in trunk awareness, control and endurance. Objective presents neuro intact with good trunk mobility and no adverse dural tension but with very poor trunk awareness and paraspinal/abdominal control. Shows no clear complications from procedure despite subjective complaints that have changed since last visit. On (B)(6) 2006 the patient returns for follow-up. She is status post l3-4 decompression and fusion. She has some back spasms and wants to try a muscle relaxer and something for anxiety. X-rays of the lumbar spine show the fusion at l3-4 is definitely solid. There is no evidence of loosening or failure of the hardware. There is no significant adjacent segment degeneration. There is no spondylolisthesis. On (B)(6) 2006 the patient is status post l3-4 decompression and fusion. She was doing fine until (B)(6) 2006 when she was in a motor vehicle accident as the restrained front seat passenger. She complains of lower back pain with radiation into her buttocks. She has right thigh pain and muscle spasms, worse at night. She complains of chronic neck pain that was aggravated in the motor vehicle accident. The pain is worse with turning. X-rays of the cervical spine show decreased disc height at c4-5 and c5-6. X-rays of the lumbar spine show the fusion at l3-4 to be solid. There is no evidence of loosening or failure of the hardware. Procedure: following betadine prep, was injected with each trochanteric bursa with a mixture of 1.0 cc celestone and 1.0 cc marcaine. On (B)(6) 2006 the patient returns for follow-up of her MRI. Cervical MRI shows a right-sided disc protrusion at c5a6 but, in my opinion, no significant cord or nerve root compression. On (B)(6) 2007 the patient returns for follow-up. She has essentially the same symptoms of lower back pain with radiation into the right buttock and thigh. X-rays of the lumbar spine show a solid fusion at l3-4. There is no evidence of loosening or failure of the hardware. There is adjacent segment degeneration above and below the fusion. On (B)(6) 2007 the patient underwent x-rays of the lumbar spine show a fusion at l3-4. There is a mild scoliosis and some degenerative changes above and below the fusion. On (B)(6) 2007 the patient returns for follow-up of her myelogram/CT. Lumbar myelogram/CT, in my opinion, shows a near-complete block at the l2-3 level. This is above the previous fusion done at l3-4.